Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unspecified complications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with mentor smooth round moderate profile 475cc and experienced unspecified complications on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On november 19, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the device, no apparent damage was observed; however, a blue coloration was observed on the shell. Multiple attempts have been made to obtain clarification regarding the blue coloration in the device; however, it has not been made available. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the device other than sterile saline for injection since this could compromise the product integrity. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).